Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin injection 1 gram once in five days (route and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event and the peritoneal effluent fluid was clear. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.